Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0nh79, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that over time the patient¿s symptom control seemed to let up and they needed to increase their stimulation. The patient was on program 2 at 1.4v. The patient had not had any falls or trauma. They increased their stimulation to 1.7v and it was too strong so they decreased it to 1.4v again. The patient always felt stimulation and it was helping but they were not getting a 50% or greater symptom reduction. Additional information reported that the patient still had concerns with their device or therapy but was working with their healthcare professional or manufacturer representative and had an appointment on (B)(6). It was further reported that after the implant, things seemed to be going okay for a while then gradually got worse. The patient changed the program from group 2 1.4v. The patient got a urinary tract infection and after that cleared up, they went to group 3 1.3 and their condition had still not improved much at all. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.